Event description:
During a preoperative checkout of the machine, the customer reported the unit alarmed. There was no report of patient involvement.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Ref MDR 2112667-2013-00005. A ge healthcare service representative inspected the equipment and noted a stuck open diaphragm on one of the flow sensors. Despite the reported complaint, manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user ref. Manual.